Event description:
"When I broke the seal to the catheter before starting the IV, I felt some resistance like a rough sensation, like there were burs on the needle," quote from nurse. There was almost like a hole or indent on the needle.this issue started about two weeks ago and was thought to be a fluke; disregarded and replaced item and continued the procedure. The next week the nurse found a similar issue, was again suspicious of the catheter, and she checked the lot and it was in the same lot as the previous issue. That lot was removed and the pharmacy and safety officer were notified. Following that there was another issue of the same in a different lot; so four items with issues from two different lots. Pharmacy replaced both lots; no other issues have come up.